Event description:
Procedure: tah. Reportedly, after the incident the pt was returned to the or for post operative bleeding. The bleeding required reoperation to correct. As of this report there is no updated status for the pt. Handpiece used was an ls11320 which was discarded. The generator is being returned for evaluation.